Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been experiencing pain at her ipg site due to her ipg no longer being stationary in the pocket. As a result, the patient's ipg was explanted, replaced, and sutured down. Surgical intervention resolved the patient's issue.